Event description:
It was reported that during the procedure of mca stenosis case, when operator needed to exchange the guidewire and microcatheter, the guidewire¿s (subject device) distal tip was found to be damaged at preparation but less than the first guidewire. Considering that there was no other guidewire for use during the surgery, the operator had to use this one to deliver but during the delivery it perforated the vessel and leads to hemorrhage. The operator then used the microcatheter to block the hole and stopped the hemorrhage after 15 mins. The procedure was finished successfully and the patient's condition was good.

Manufacturer narrative:
The device history record (DHR) for the device implicated in this complaint has been reviewed for manufacturing issues that could potentially relate to the as reported defect. During visual inspection the excelsior sl-10 microcatheter shaft was inspected and found to be flattened 12cm from the distal end. The catheter hub was intact, and no other anomaly was noted. During functional inspection the catheter was flushed and a 0.0158" patency mandrel was advanced through the microcatheter hub and could not be advanced passed the flattened section at the distal end. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was not confirmed to be in good condition during preparation/prior to use on the patient as ¿the metal on tip was exposed¿, the distal tip was damaged. The device was prepared as per the directions for use. Continuous flush was maintained for the duration of the procedure and the patients anatomy was average tortuous. The reported intercranial hemorrhage was noted in the patient when the gateway balloon was exchanged outside the body. The patient is doing fine. Analysis of the returned device found no metal was exposed at the distal end. The corewire distal end was observed through the distal tip dome and was in specification. There was slight bubbling present on the hydrophilic coating up to 2cm from the distal end. The bubbles found on the distal end of the device were analyzed by r&d. Based on the results of sem and edx testing, it appears that the bubbles and the control section of the coating are the same substance. The cause of coating bubbles, which are likely hydrophilic coating, could not be definitively determined therefore the analyzed issue guidewire hydrophilic coating surface rough was assigned undeterminable. It is unlikely the bubbling on the hydrophilic coating would not have perforated the vessel or led to the hemorrhage. An assignable cause of not confirmed will be assigned to the reported issue ¿guidewire distal tip damaged¿ as there was no damage to the returned guidewire distal tip. An assignable cause of anticipated procedural complication was assigned to the reported issues ¿patient vessel perforation¿ and ¿patient hemorrhage, blood loss without sequelae (complications)¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.

Event description:
It was reported that during the procedure of mca stenosis case, when operator needed to exchange the guidewire and microcatheter, the guidewire¿s (subject device) distal tip was found to be damaged at preparation but less than the first guidewire. Considering that there was no other guidewire for use during the surgery, the operator had to use this one to deliver but during the delivery it perforated the vessel and leads to hemorrhage. The operator then used the microcatheter to block the hole and stopped the hemorrhage after 15 mins. The procedure was finished successfully and the patient's condition was good.